Manufacturer narrative:
H2) please see section a2 and b5 for the updated patient age (only year valid) and additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The skull was covered during registration. As the site got deeper in the anatomy, the accuracy was off. The inaccuracy was observed during navigation and the tracker instrument was used to check the accuracy.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that precision was off. Registration was good, but as the surgery proceeded the accuracy was off by around 1cm. There was a reported delay to the procedure of less than 1 hour due to this issue before the surgeon opted to abort the use of navigation. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. There was an inaccuracy of larger than 1 cm during navigation. They discontinued the use of medtronic navigation and imaging. There was a "lipoleakage" because the surgeon went through the skull base with his instrument. The patient was hospitalized and forced to lay down for a couple days. There was a delay of less than one hour. It was stated that "lipoleakage means they hit the base of the skull and brain fluid came out." It was unknown which suction was being used during the procedure, but "all suctions have been ok doing instrument verification."

Manufacturer narrative:
The serious injury was initially reported on time in regulatory report number 1723170-2025-01848. This complaint was originally submitted on (B)(6) 2025, with the aware date of 2025-apr-01. Follow up with the representative was completed due to there being multiple occurrences of inaccuracies at this site. It has since been confirmed that this case was originally opened due to the representative being told vague information regarding the specific number of occurrences and event dates of when the inaccuracies occurred. As such, four complaints were submitted with generalized dates to be cautious. It has since been confirmed that an inaccuracy did not occur with this system on (B)(6) 2025. However, after submission of the complaint, an inaccuracy did occur on (B)(6) 2025. Rather than submit a new complaint, the dates are being updated in this complaint to reflect accurate occurrence date. As such, the event/aware date of this malfunction is being updated from (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the system was serviced in the field, and hardware parts were replaced. Codes c13 and d02 are applicable, as is previously reported code b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.